Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle caps were difficult to remove on 15 occasions. The needle hub also separated during use. The following information was provided by the initial reporter: material no: 328468 batch no: 9280140. It was reported that the consumer had 15 syringes that he had difficulty removing the needle caps from and when he does, the entire needle component separates with the cap.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/29/2020 . H.6. Investigation: customer returned one (1) loose 31gx8mm, 0.5ml bd insulin syringe. Consumer reported 15 syringes that he had difficulty removing the needle caps from and when he does, the entire needle component separates with the cap. The returned syringe was examined, and it was observed that the hub assembly was properly attached to the barrel. This syringe was tested to determine the shield removal force (specs: shield removal force for 0.5 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number, shield removal force (lbs): sample 1, 3.66. The syringe tested within specification, and no hub separation was observed. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issues could not be confirmed. A review of the device history record was completed for batch# 9280140. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200852449, 200852357, 200852361] noted that did not pertain to the complaint. There was one (1) notification [200851653] noted for out of spec shield pull. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9280140, medical device expiration date: 2024-10-31, device manufacture date: 2019-10-07, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle caps were difficult to remove on 15 occasions. The needle hub also separated during use. The following information was provided by the initial reporter: material no: 328468 batch no: 9280140. It was reported that the consumer had 15 syringes that he had difficulty removing the needle caps from and when he does, the entire needle component separates with the cap.